Manufacturer narrative:
(B)(4).

Event description:
Information was received that the patient's explanted device was discarded. No additional relevant information has been received to date.

Event description:
Information was received that per the surgeon, the event which happened on this day was a panic attack and has nothing to do with the generator. It was stated that the surgeon believes that the patient had a panic attack by simply entering the hospital. It was stated that the last time the patient was at the hospital she was there for 9 months in status and almost died. The surgeon believes that is the only reason she lived because they performed an emergency vns placement and the patient was then able to come out of status and their seizures have been well controlled. No additional relevant information has been received to date.

Event description:
It was initially reported that prior to a patient's replacement surgery in pre-op, the patient was code blue and gasping for air, requiring the rapid response team. It was stated that the patient did end up undergoing a generator replacement. No additional relevant information has been received to date.